Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6: implanted sometime in 1996. Reported event was unable to be confirmed due to limited information. Radiographs were received and reviewed by a third party hcp noting periprosthetic fracture of the proximal left femur. There is moderate fracture displacement particularly involving a large fragment of the lesser trochanter. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a hip revision approximately 24 years post implantation due to periprosthetic fracture. During the procedure, the liner component was removed and replaced. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is being considered for a left hip revision at an unknown amount of time post implantation due to periprosthetic fracture. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.